Manufacturer narrative:
Patient identifier and weight not available for reporting. Date of device breakage is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter telephone and email not available for reporting. Initial reporter is synthes sales consultant. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported patient was implanted with the trochanteric fixation nail advanced (tfna) for a fractured left proximal femur on (B)(6) 2018. Patient felt some hip pain on an unknown date. Upon getting out of bed the next morning, as he stood up, the left leg gave way underneath him, causing the hip to re-fracture and the nail to break. Patient was returned to surgery on (B)(6) 2018 where surgeon removed the tfna and revised the patient to the proximal femoral nail antirotation. Concomitant devices reported: tfna fenestrated helical blade 110mm (04.038.410s, lot h100824, quantity 1), 5.0mm titanium locking screw with t25 stardrive 60mm for im nail (04.005.550s, lot l003085, quantity 1), 5.0mm titanium locking screw with t25 stardrive 48mm for im nail (04.005.538s, lot l601749, quantity 1), 1.7mm cable with crimp 750mm (298.801.01s, lot l694188, quantity 1). This report is for one (1) 12mm 130 degree titanium cannulated tfna nail 420mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 - method codes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the revision procedure went as planned.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: manufacturing location: monument; manufacturing date: 03-may-2017; expiration date: 01-apr-2027; part #: 04.037.263s, lot#: h285037 (sterile) - 12mm/130 deg ti cann tfna; 420mm/left- sterile. Quantity (B)(4). A nonconformance was generated on 12-apr-2017 for using the incorrect inspection sheet for in-process/inspect dimensional/final. A different inspection sheet was used instead of the one assigned for the specific process. Because these two inspection sheets are virtually identical, there were no missed inspections or inspections performed using the incorrect criteria. The parts were dispositioned as 'release from hold' and no rework was necessary. This nc had no relevance to the reported complaint condition. Inspection sheet for in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet for in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet for tfna assembly inspection met all inspection acceptance criteria. Component parts reviewed: 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ h249482; inspection sheet incoming final inspection, met all inspection acceptance criteria. Certificate of conformance and quality history card from smalley met all specifications. 04.037.942.2 - lock prong, 130 degree, tfna bp-55 lot ¿ l330131; product traveler met all inspection acceptance criteria. 04.037.912.3 - tfna lock drive bp-58 lot ¿ h335759; product traveler and inspection sheet met all inspection acceptance criteria. 21127 - raw material lot bp-80 lot ¿ h141035; test report from perryman company and certificate of analysis from metalworks pmd met all specifications. Raw material receiving / putaway checklist met all specifications. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. : investigation summary: background: it was reported that a tfna nail broke post-operatively. They have extracted the tfna and re-inserted a pfna at surgeons request. The patient originally received a tfna for a fractured left proximal femur on (B)(6) 2018. The patient apparently felt some hip pain one evening and thought nothing of it. Upon getting out of bed the next morning - as he stood up, his leg gave way underneath him which caused his hip to fracture again and the nail to break. The patient had no relevant histology/pathology at the time of the original operation and the revision operation. The implants have all been removed. Investigation flow: broken. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of post operative nail breakage, which agrees with the reported complaint condition. The nail has broke at the proximal locking hole. The break is jagged and oblique. Both halves of the broken nail were returned. Document/specification review: the returned device was manufactured in may 2017. Manufacturing location: monument; manufacturing date: 03-may-2017; expiration date: 01-apr-2027; part #: 04.037.263s, lot#: h285037 (sterile) - 12mm/130 deg ti cann tfna; 420mm/left- sterile. Quantity (B)(4). A nonconformance was generated on 12-apr-2017 for using the incorrect inspection sheet for in-process/inspect dimensional/final. A different inspection sheet was used instead of the one assigned for the specific process. Because these two inspection sheets are virtually identical, there were no missed inspections or inspections performed using the incorrect criteria. The parts were dispositioned as 'release from hold' and no rework was necessary. This nc had no relevance to the reported complaint condition. Inspection sheet for in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet for in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet for tfna assembly inspection met all inspection acceptance criteria. Component parts reviewed: 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ h249482; inspection sheet incoming final inspection, met all inspection acceptance criteria. Certificate of conformance and quality history card from smalley met all specifications. 04.037.942.2 - lock prong, 130 degree, tfna bp-55 lot ¿ l330131; product traveler met all inspection acceptance criteria. 04.037.912.3 - tfna lock drive bp-58 lot ¿ h335759; product traveler and inspection sheet met all inspection acceptance criteria. 21127 - raw material lot bp-80 lot ¿ h141035; test report from perryman company and certificate of analysis from metalworks pmd met all specifications. Raw material receiving / putaway checklist met all specifications. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Tabulated design drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: an accurate dimensional inspection relevant to this complaint could not be performed at cq due to the jagged and oblique fracture pattern. Material analysis: test report from perryman company and certificate of analysis from metalworks pmd met all specifications. Raw material receiving / putaway checklist met all specifications. Conclusion: a definitive root cause for the nail breaking post operatively could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.